Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the head on the microscope was stripped. The optic head spins at base of the microscope. There has been no patient impact.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The microscope communication system was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customers¿ complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 15, 2012. Based on qa assessment, the product met specifications at the time of release. The microscope communication system was received for evaluation. The replaced set screw, mounting bolt, and friction knobs were not returned. A visual assessment of the returned sample yielded no obvious nonconformity. The communication system was installed into a calibrated hotbed stand, and a calibrated hotbed optical head (oh) was installed onto the bottom of the returned sample. With the friction knob of the hotbed engaged, the optical head was unstable and wobbled slightly. Thus, the reported event was confirmed. When observing the slight rotation of the oh, it was noted that the stub at the bottom of the communication system rotated with the oh. The communication system was then removed from the hotbed. The stub was observed to have slight play when rotated. The 4 screws securing the stub to the communication system were found to be slightly loose and were subsequently tightened. The communication system was reinstalled onto the hotbed with the optical head and the issue was resolved. No further wobble/unsteadiness of the oh or communication system stub was observed. The customer reported that the optical head spun at the base of the communication system. The company representative confirmed the reported event and replaced the communication system, set screw, mounting bolt, and friction knob to resolve the issue. The company representative observed the friction knob to be worn; it is likely that during use, the oh was rotated with the friction knob engaged. This exerts rotational force on the stub of the communication system, which has historically led to the 4 screws becoming loose over time. With the information provided, however, this cannot be determined conclusively. The 4 screws have lengthy engagement, thus, it is unlikely that the stub would detach from the communication system entirely, however, slight looseness in the screws can cause the optical to be unsteady at the base of the communication system. The root cause of the reported event can be attributed to loose screws at the bottom of the communication system. How or when the screws became loose cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).